Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 12 of 12 devices were returned for evaluation. Evaluation of 8 devices found excessive wear due to a lack of proper maintenance. The devices did not heat up during evaluation. The devices had debris build-up. The devices were repaired and returned to the customers. Evaluation of 4 devices found excessive wear due to a lack of proper maintenance. The devices did heat up during evaluation. The devices had debris build-up. This device was repaired and returned to the customers.

Event description:
This report summarizes 12 malfunction events where a midwest e mini handpiece overheated. In 2 events, the patient's experienced minor burns that did not require intervention. In 10 events, no injury resulted.